Manufacturer narrative:
The insulin pump rattled when shaking due to a broken solder joint on the interface board. The insulin pump had a constant tone and blank display due to moisture damage on the electronics.

Event description:
The customer called to report a constant tone after dropping the insulin pump. Troubleshooting was performed, and the insulin pump does rattle when shaking it. Advised that the insulin pump would be replaced. Nothing further was reported.